Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate of the jaw was separated from the silicone boot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. Microscopic inspection showed the heater wire to be bent and flexed away and detached from the tip but remained attached to the base of the jaw. The silicone insulation appeared intact with no cracks nor peeling. Based on the returned condition of the device and the evaluation results, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate of the jaw was separated from the silicone boot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.